Manufacturer narrative:
The subject device underwent visual and functional tests to assess device status. The customer allegation was confirmed. Cord separated from main body. In addition, blurred image due to moisture inside the charged coupled device lens. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The reported risk/harm is addressed in the instructions for use (IFU): "before each case, prepare and inspect this camera head as instructed below. Inspect other equipment to be used with this camera head as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If this camera head malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the camera head for repair¿. Warning ¿ using a camera head that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage" olympus will continue to monitor the field performance of this device.

Event description:
As reported, the camera head cord disconnects at the hand switch. The issue occurred during reprocessing. Additional information received that the covering torn from the hand switch. There were no reports user harm associated with this event.